Manufacturer narrative:
The reported event for high impedances was confirmed. The lead was received complete. Microscopic inspection of the lead revealed all wires were broken 22.5cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the lead was explanted and replaced resolving the issue.

Manufacturer narrative:
The event date is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to a lead fracture. Surgical intervention may be pending to address the issue.